Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue replaced the touch screen and processor board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during priming. There was no patient involvement.

Manufacturer narrative:
Evaluation of taken pictures from the touch screen could confirm the reported issue and revealed that liquid has penetrated into the touch screen and has caused the issue. This is a known issue which is related to the design of the pump. A corrective action was implemented for this issue.